Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: strip code: both unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were seen in ER. Their meter allegedly was flashing unit display flashes/battery/battery icon/pila. The result on their meter was unable to test. The result on the ER meter was unknown. The time difference between patient's meter and ER was no comparison. Treatment was unknown. No further information has been reported.